Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via telephone call that the insulin pump was not suspending when the customer's blood glucose went low. The husband did not recall a blood glucose reading. The customer was treated with glucagon. The husband stated that the drive support cap was loose. The reservoir showed the same amount of insulin as shown on the status screen. The insulin pump had not been exposed to a strong magnetic field. No blood glucose reading was provided.